Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/52 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: three years follow-up study of the efficacy of pacing from free wall of high right atrium. Modern medical journal 2014. 2(5): 486-489. Doi:10.3969/j.issn.1671-7562.2014. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacing leads. The article reports lead dislodgements, and the leads were repositioned. There were also increases in threshold and diminished p waves where reprogramming was performed. The status/ disposition of the leads appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yield any additional information.